Event description:
During a device change out, high capture was observed. The r-wave amplitude was unavailable as the patient is pacemaker dependent. After connecting the lead to the device no capture was observed. The patient was externally paced. The leads were retested and no capture was still observed. Low pacing lead impedance was observed. An abrasion on the outer coating of the lead was noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Only a partial lead was returned measuring 12 cm from the connector pins. A complete evaluation could not be performed without return of the entire lead.